Manufacturer narrative:
The customer¿s report of a broken smartsite valve was confirmed. Visual inspection showed that the clear luer lock body was broken/cracked with the broken piece of the clear body still remaining within the female luer adaptor. A whitish area on one side of the damaged clear body, indicative of stress, was observed at the break point. Functional testing was not performed due to the obvious damage. Additional testing and analysis ruled out any manufacturing related contributors to the breakage. The probable cause of the observed damage is lateral force exerted during disconnection of the smartsite valve from a mating component.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
An unexpected sample (a broken smartsite valve) was received from the customer. No other information is available. There is no report of any patient harm.